Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2020 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 078 alarm. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. During testing, a 10 unit normal bolus was performed and all units were delivered without any issues or alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.